Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received one shock while having intercourse. The device is programmed to the primary vector. Technical services reviewed the data and found there is baseline noise that is suggestive of myopotential oversensing. The device was re-programmed too secondary. It was noted that smart pass was still programmed on. At this time, the system remains in service. No adverse patient effects were reported.